Event description:
Radiopaque bands detached into patient. Bands seen under xray and retrieved with forceps. No patient harm.

Manufacturer narrative:
The complaint is inconclusive as no sample was returned for evaluation. A DHR review has been requested, however, no corrective action will be initiated, as root cause was not able to be determined. The complaint database will be monitored for further occurrences.